Manufacturer narrative:
Product analysis conclusions: the reported positioning difficulties could not be confirmed based on the single non-contrast still frame angiogram provided; therefore, the cause of the event cannot be determined. Lack of pre-implant CT imaging did not allow for assessment of the pre-implant vascular anatomy, and procedural angiographic videos documenting attempts to advance the delivery system were not available for review. Six still images were received for analysis. Five of the images show the distal section of a captivia delivery system with a loaded stent graft, held in gloved hands. In these images, the graft cover is fully closed and a bend is visible on the tapered tip. The sixth image shows the proximal end of a captivia delivery system and a portion of the proximal graft cover, held in a gloved hand and placed on a table. No evidence of damage to the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic endovascular aortic repair procedure to treat a ruptured penetrating aortic ulcer distal to the left subclavian artery, a valiant captivia stent (vamf3030c100te) graft could not be advanced beyond the aortic arch. It was said that initial computed tomography did not show the femoral artery, but a doppler ultrasound confirmed the femoral artery size to be 7.4mm and the physician proceeded with the implantation according to the instructions for use. Multiple unsuccessful attempts were made to advance the device, and the wire came out several times during these attempts. A bend in the nose cone of the device was observed. . After repeated failures, a backup valiant captivia (vamf2828c100te) with the same french size was successfully deployed. Per the physician the cause of the event was due to a device issue. It was confirmed that the device was inspected prior to use with no issues noted. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover fully advanced. Deformation was observed to the graft cover immediately after the strain relief, and a bend was noted at the tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.